Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 months and 10 days post implant of this 27mm bioprosthetic valve in the tricuspid position, it was explanted and replaced with a 29mm bioprosthetic valve of the same model for unknown reasons. No additional adverse patient effects were reported.